Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms that resulted in a lead safety switch (lss) to the unipolar configuration. Additionally, there was no capture on the rv lead in the bipolar configuration. However, the sensing in bipolar was good. In the unipolar configuration the threshold measurements were less than 1 volt and the impedance was within the normal range. Isometrics were done and noise was reproduced. The patient is 0% ventricular paced at this time. Boston scientific technical services (ts) recommended reprogramming to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.